Manufacturer narrative:
Visual examination of the returned used device could not confirm the reported problem. The examination performed, per device print, could not find any issues with the critical dimensions. The lower and upper seals were found inside the cannula body and not damaged. Both seals fit tightly around cannula body and retainer body. No fault was found with returned product. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of only 1 complaint, regarding 1 device, for this device family and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. It is standard medical practice to inspect and/or test all medical equipment prior to use. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
(B)(4). Although there was no reported impact or injury to the patient at this time, there is a possibility that the plastic debris remains in the patient's body. The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the 5.5mm x 70mm shoulder cannula set without fenestrations, item # 9718, lot # 965779 that occurred during use on (B)(6) 2019. It was reported that while the shoulder cannula set was placed into the shoulder for shoulder arthroscopy, the surgeon witnessed a piece of clear plastic come out the cannula and go into patient's joint. Additional clarification and information obtained indicates that the issue was observed when the cannula was introduced and arthrocare wand was placed into cannula for acromioplasty. The surgeon had introduced an arthrocare wand for acromioplasty thru the cannula and noted that a clear piece of plastic was on the end of his arthrocare wand. The surgeon then removed the arthrocare wand in an attempt to remove the clear piece of plastic. The piece of plastic dropped into the shoulder joint and surgeon lost visual contact with it. The surgeon then placed a new cannula and went into the joint again and tried to locate the clear piece of plastic but had no success. The surgeon felt strongly that the piece of plastic had been suctioned out of the joint due to constant inflow and outflow of the joint. The surgeon searched the shoulder with arthroscope and flushed and suctioned out the shoulder cavity prior to closing, resulting in a 20-30 minute delay. There was no reported impact or injury to the patient and the surgery was completed successfully. The cannula used in the initial point of contact was removed from patient and from the surgical field into a biohazard bag. This report is being raised on the basis of injury due to the possibility of potential debris left in the patient.